Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd insulin syringe with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g u-100 100 count 1/2 unit, the plunger rod was damaged. The following information was provided by the initial reporter: consumer reported unknown plunger defect.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation: customer returned a single 0.3ml syringe that has had its needle hub and shield separate from the barrel of the syringe. No plunger rod damage or cannula piercing the shield observed. A review of the device history record was completed for batch #1322258. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification noted that did not pertain to the complaint. Based on the sample received, embecta was unable to confirm the customer¿s indicated failure of plunger rod damage. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that prior to using a bd insulin syringe with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g u-100 100count 1/2 unit, the plunger rod was damaged. The following information was provided by the initial reporter: consumer reported unknown plunger defect.